Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. An unspecified size promus element stent was deployed and axial stent damage occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Event date: approximately 2 months prior to (B)(6) 2012. If implanted, give date: approximately 2 months prior to (B)(6) 2012. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).